Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 224 mg/dl.